Manufacturer narrative:
(B)(4). The device history review for the product weck vista access balloon port 10mmx70mm, lot #73b1600332 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During the insertion of the device, the balloon burst. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Additional test performed as follow: 32 samples were taken from the actual production (weckvista access balloon port 12mmx70mm) lot # 73h1600033, a leak test using 30cc of air was performed on the samples according with the procedure qip-0058 tecrev08,and issue reported "the balloon burst" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
During the insertion of the device, the balloon burst. The patient's condition was reported as fine.